Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, insulin flow blocked alarm, humming noise louder than usual, over delivery anomaly, louder rewind and slower rewind the customer reported blood glucose value of 40 mg/dl and 400 mg/dl. The customer reported hypoglycemia and hyperglycemia were treated with glucose/carb intake and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1780kl, mmt-397a. Troubleshooting was performed. Customer reported past insulin flow blocked alarm event and issue was resolved. Customer was not using the auto mode/smartguard feature at the time of the event. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. Mmt-1780kl was requested and customer response was the device will be returned. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue the use of the devices mmt-332a, mmt-1780kl and mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Unable to verify rewind anomalies, no deliveries. Possible over deliveries and absences of alarm, audio/ vibrated anomalies due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture confirmed. Unable to verify rewind anomalies, no deliveries. Possible over deliveries and absences of alarm, audio/ vibrated anomalies due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.